Manufacturer narrative:
The reported event of a detached side port could not be confirmed. The results of the product investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Fourteen days post procedure, the sideport detached. The temporary catheter was inserted into the jugular vein via the fast-cath introducer sheath to implant the temporary pacemaker. The sideport came off on day 14 while the temporary catheter was still in use with the sheath. No inclusion of air or bleeding occurred. The introducer was replaced with no adverse consequences to the patient.